Event description:
It was reported by the patient that the pacemaker is always at 60 beats per minute and that the rate does not increase during exercise, causing the patient to get tired. The patient questioned whether the device could be set differently. The patient has not been seen by a physician but is monitored remotely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.